Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported the ¿equipment¿ was not working since friday or saturday. The patient¿s therapy was used for tremors. The consumer stated the recharger was placed over the implant and the controller showed excellent but, after 2-3 days, the implant battery was not discharging. It was determined therapy may be off and thus the implant was showing 100%. During the call the consumer started a charge session with the implant being 70% charged with an excellent connection. At that time it was reviewed how battery depletion was based on settings and usage of therapy. The consumer mentioned the patient¿s wife 'messed up and messed with' the intensity levels causing the patient to get shocked while this happened. The consumer then set the programs to be equal with group a stimulation being on with program 1 and program 2 at 6.3 and the patient being comfortable.